Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose (bg) level of 1500 (mg/dl). Reportedly, the customer had also experienced an undisclosed illness. Customer was treated with an insulin drip and released from hospital (B)(6) 2015. No further information was provided on the reported issue.